Event description:
It was reported that a revision surgery was performed due to dislocation and pain.

Manufacturer narrative:
The affected reflection xlpe liner, cobalt chrome femoral head and reflection three hole shell were not returned for evaluation. A clinical evaluation noted no clinically relevant patient information was provided for this complaint. Therefore, a thorough medical investigation/assessment cannot be performed. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batch. Without the actual product involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.